Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being presented three weeks post operation with an infection. The surgeon performed an irrigation and drainage (I&d) with femoral head and liner swap out. The head that was explanted was a non-djo brand.